Manufacturer narrative:
This is 3 of 3 reports.

Event description:
It was reported that during the coil embolization while advancing the coil (subject device) in the microcatheter, the coil was not visible and only the delivery wire marker was visible. Most likely the coil broke inside the microcatheter. Under imaging the microcatheter shaft was also found broken. This issue happened twice, both times they could pull the microcatheter out. There were no patient consequences were reported.

Manufacturer narrative:
The device history record for the device implicated in this complaint investigation could not be completed as the lot number is unknown. Analysis of the returned device revealed that the coil was returned within the microcatheter. The coil was removed and inspected. The delivery wire was noted to be kinked/bent likely due to handling. The main coil was detached from the delivery wire. And the coil was found kinked/bent and stretched. Functional testing could not be performed due to the condition of the returned device. It is probable that the main coil kinked and stretched during the clinical procedure due to some procedural factors encountered during use. It is possible that the kinked coil got stuck inside the rhv and excessive force was used in order to remove it and the coil stretched and then detached from the delivery wire. Therefore an assignable cause of procedural factors will be assigned to this investigation. However the cause of coil break could not be confirmed.

Event description:
It was reported that during the coil embolization while advancing the coil (subject device) in the microcatheter, the coil was not visible and only the delivery wire marker was visible. Most likely the coil broke inside the microcatheter. Under imaging the microcatheter shaft was also found broken. This issue happened twice, both times they could pull the microcatheter out. There were no patient consequences were reported.